Event description:
On july 21, 2025, the manufacturer received a report from a healthcare professional regarding a patient who underwent a posterior cervical procedure at the c1-c2 level using ifactor putty. Postoperatively, the patient developed a clear fluid collection or seroma. No surgical drain was used during the procedure. No additional clinical details or patient outcome information were provided at the time of the report, nor were they available upon followup.

Manufacturer narrative:
The manufacturer initiated an investigation and attempted follow-up with the reporting healthcare professionals on three occasions. No additional information was received. A device history review could not be performed due to lack of lot number. The reported failure mode is already addressed in the product's risk assessment and listed in the instructions for use. The observed complaint rate remains consistent with the estimated probability for this failure mode. No updates to labeling or risk documentation are required at this time.